Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 28-apr-2015; expiration date: 31-mar-2025; part #: 04.037.165s, lot#: 7984643 (sterile) - 11 mm/130 deg ti cann tfna 440 mm / left - sterile. Quantity 5. ;component parts reviewed: 04.037.165s, 11 mm/130 deg ti cann tfna bp20 lot 7887146; sterility rework order request form was issued on 07-apr-2015 for tear down/re-package/re-sterilize. Stock/eval; (B)(4). Old lot number 7887146 to new lot: 7984643.;inspection sheet for tfna assembly inspection rev: e met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn no: 11270 ethicon (abq), ¿sterility documentation was reviewed and determined to be conforming.¿ new lot 7887146 reviewed. Manufacturing location: (B)(4). Manufacturing date: 19-jan-2015. Expiration date: 30-nov-2024. Part #: 04.037.165s, lot#: 7887146 (sterile) - 11 mm/130 deg ti cann tfna 440 mm / left - sterile. Qty 6. Component parts reviewed: part 04.037.942.2 - lock prong, 130 degree, tfna bp-55 lot - 9176607. Part 04.037.912.4 - wave spring, shim ended bp-55 lot - 7722147. Part 04.037.912.3 - tfna lock drive bp-58 lot - 7763585. Part 21127 - raw material lot bp-80 lot - 7589986. Raw material received from supplier (B)(4). Certified test report received from (B)(4) meet specification. Certificate of test for chemical composition of titanium ingot meet specification. Inspection sheet for in-process/inspect dimensional/final ns063046 rev: c met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tfna procedure was performed on (B)(6) 2016. A revision surgery was performed on (B)(6) 2017 of the tfna nail and lag screw. The patient is reported as having a nonunion of subtrochanteric fracture of the left leg. It is unknown when the nonunion was noticed. The implants were removed intact. Patient was revised to a 95 degree adult leg plate. There was no delay in surgery and patient is reported as being stable condition. Implants will not be returned. This complaint involves two devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that it is unknown if a distal screw was implanted originally or taken out at a different time. The only implants that were taken out during the procedure on (B)(6) 2017 were the nail and the lag screw.